Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient "is still feeling the same" since their device implant. The family member reported they were seen by a physician who said the patient is "fine" but the patient has not seen their cardiologist yet. The family member reported the patient is reporting their heart is racing, they are having palpitations and wakes in the middle of the night. Additional information was unable to be obtained. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event. It was further reported by the patient's family member that the patient complained of numbness in their hands, shocks going down their arm, a burning sensation to their fingertips and a burning sensation over their ipg. The patient also complained that they couldn't sleep. They noted that this began a couple of months after the implant procedure and is ongoing. Follow-up was received and it was noted that the patient had been seen since the date of the call and that they continued to complain of palpitations and discomfort in their left shoulder, arm numbness, cheek numbness, occasional pain, as well as a tingling sensation over the site of the ipg. The patient's family member was concerned that the ipg may not be I n the correct place or may have "moved". Interrogation of their device revealed normal function. The patient will continue to be monitored.